Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Functional testing could not be completed due to the misalignment of the staples. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A device history record review was performed, and no relevant findings were identified. A CAPA was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component and the cover block. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient." The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".